Manufacturer narrative:
(B)(4).

Event description:
It was reported that the entire system was explanted due to an endocarditis infection. During the right lead extraction, the patient developed tamponade. The lead was explanted and the patient was stable post procedure.

Manufacturer narrative:
Product problem should not have been marked on the initial MDR.